Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The device was able to power on using both ac and battery power. A known good sedline module was connected to the device and was able to obtain readings with a test plug. No artifacts, abnormal signals, errors or interruptions in monitoring were observed. The cable was bent with no loss of signal. Alarms are fully functional. Obtained psi values were comparable to a known good device. Internal inspection showed no damage or defects. The device is fully functional, no performance issues were observed.

Event description:
The customer reported psi wasn't measured correctly with this device. No patient impact or consequences were reported.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported psi wasn't measured correctly with this device. No patient impact or consequences were reported.